Event description:
Sometime after the patient had a hip surgical procedure, patient felt the vibratory alert. Patient was transferred to the follow-up hospital and interrogation of the device failed. No communication could be established. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Only a partial lead was returned, 11.5cm from the connector pin. A full evaluation could not be completed without return of the entire lead.